Manufacturer narrative:
Please retract this report 2017865-2013-04905 the same issue was reported as 2017865-2013-04627.

Manufacturer narrative:
No medwatch form was received. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited capture and sensing issues and an insulation anomaly. The lead was capped and replaced.